Event description:
I am an insulin-dependent diabetic and longtime dexcom cgm user. In (B)(6) 2024, I switched to the dexcom g7 after the g6 was phased out. Since then, I have faced sensor failures, inaccurate readings, and serious medical issues, prompting this complaint for patient safety. Safety and accuracy concerns, severe inaccuracies leading to medical emergencies, in (B)(6)v2024, I experienced a seizure due to undetected severe hypoglycemia. At the time, my dexcom g7 sensor reported a blood glucose level of 77 mg/dl, while a confirmatory glucometer reading showed a dangerously low level of 42 mg/dl. On multiple occasions, including as recently as (B)(6) 2025, I observed extreme discrepancies between dexcom g7 readings and my glucometer readings. On that date, my dexcom sensor displayed a reading of 52 mg/dl, while a glucometer reading showed 100 mg/dl. A significant difference that could lead to inappropriate treatment decisions. Sensor failures and their consequences: despite dexcom's claim that g7 sensors last 10 days, I have experienced frequent failures. This forces me to rely on backup glucose monitoring, sometimes requiring unexpected purchases of glucometers and test strips. My tandem t-slim x2 insulin pump relies on dexcom readings, and overnight failures have led to blood glucose levels exceeding 400 mg/dl, increasing my risk of diabetic ketoacidosis (dka), a life-threatening emergency. False and misleading marketing claims: dexcom makes several claims regarding the g7 sensor's performance that do not align with my experience: "manage diabetes without finger sticks" this is misleading, as I am still required to use a glucometer frequently due to inaccurate sensor readings and failures. "Sensors last 10 days" based on my personal experience and reports from other users, many sensors fail prematurely, necessitating frequent replacements. "Sensors last 10 days" many fail prematurely, requiring frequent replacements. Publicly available complaint data: to further illustrate the widespread nature of these issues, I reviewed the FDA's maude database for reports related to the dexcom g7 sensor. Below is a list of the minimum number of complaints recorded per month, the number may be significantly higher as maude system caps its search results at 500 reports per day. August 2024 ¿ minimum of 10,871 complaints (19 days exceeded 500 complaints), september 2024 ¿ minimum of 11,106 complaints (20 days exceeded 500 complaints), october 2024 ¿ minimum of 12,113 complaints (22 days exceeded 500 complaints), november 2024 ¿ minimum of 10,514 complaints (18 days exceeded 500 complaints), december 2024 ¿ minimum of 10,980 complaints (18 days exceeded 500 complaints), january 2025 ¿ minimum of 10,396 complaints (21 days exceeded 500 complaints), february 2025 ¿ minimum of 10,145 complaints (20 days exceeded 500 complaints). These numbers indicate a consistent and troubling pattern of device failures and adverse events. Request for FDA action: I respectfully request that the FDA take the following actions: conduct an in-depth investigation into the safety and reliability of the dexcom g7 sensor. Evaluate the accuracy of dexcom's marketing claims regarding sensor performance and lifespan. Review the volume and severity of complaints filed in the maude database to determine whether regulatory action is warranted. Require dexcom to improve transparency regarding sensor accuracy and reliability, particularly in cases where discrepancies may lead to serious medical outcomes. Public articles to support dexcom g7 errors: https://pmc.ncbi.nlm.nih.gov/articles/pmc9208857/, https://pmc.ncbi.nlm.nih.gov/articles/pmc11058415/, https://journals.sagepub.com/doi/10.1177/19322968231225676, https://www.endocrine-abstracts.org/ea/0095/ea0095p132, https://providernews.premera.com/dexcom-g6-g7 transmitter-sensor-failures/.